Event description:
Sales representative reported "tyvek wrapper stuck to the glue on the rim of the sterile implant container" and forwarded initial email from healthcare professional. The device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ tyvek or thermoform sticking: observed delamination of outer lid. ¿ other - technical: not observed. As per the investigation procedure, device intact and functional were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Sales representative reported "tyvek wrapper stuck to the glue on the rim of the sterile implant container" and forwarded initial email from healthcare professional. The device was not implanted.